Event description:
It was reported that the patient is experiencing inflation and deflation issues with his inflatable penile prosthesis (ipp). The physician thinks that the lockout valve is toast because if he squeezes the sides it unlocks and he can deflates a little bit and cycle but then locks up again. Patient liaison contacted the patient, the patient stated that his doctor told him that his device would need to be replaced. The patient also said that his implant is not functional since he only gets 80% inflation and it would not hold erection. Patient told patient liaison that there is nothing she could do for him. Territory manager will meet wit the patient to figure out if the issue can be fixed. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient has experienced this issue since the beginning. The device was implanted approximately two years ago. There is not a schedule surgery at the moment. Additional information received. The ipp was removed and replaced with a new ipp device on (B)(6) 2020. No information about the patient's outcome was provided. It was further reported that no air or holes were observed. The pump did collapse when doctor tested while implanted however did not collapse when explanted.

Event description:
It was reported that the patient is experiencing inflation and deflation issues with his inflatable penile prosthesis (ipp). The physician thinks that the lockout valve is toast because if he squeezes the sides it unlocks and he can deflates a little bit and cycle but then locks up again. Patient liaison contacted the patient, the patient stated that his doctor told him that his device would need to be replaced. The patient also said that his implant is not functional since he only gets 80% inflation and it would not hold erection. Patient told patient liaison that there is nothing she could do for him. Territory manager will meet wit the patient to figure out if the issue can be fixed. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient has experienced this issue since the beginning. The device was implanted approximately two years ago. There is not a schedule surgery at the moment.

Event description:
It was reported that the patient is experiencing inflation and deflation issues with his inflatable penile prosthesis (ipp). The physician thinks that the lockout valve is toast because if he squeezes the sides it unlocks and he can deflates a little bit and cycle but then locks up again. Patient liaison contacted the patient, the patient stated that his doctor told him that his device would need to be replaced. The patient also said that his implant is not functional since he only gets 80% inflation and it would not hold erection. Patient told patient liaison that there is nothing she could do for him. Territory manager will meet wit the patient to figure out if the issue can be fixed. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient has experienced this issue since the beginning. The device was implanted approximately two years ago. There is not a schedule surgery at the moment. Additional information received. The ipp was removed and replaced with a new ipp device on 02/11/2020. No information about the patient's outcome was provided. It was further reported that no air or holes were observed. The pump did collapse when doctor tested while implanted however did not collapse when explanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Leaks were identified in both cylinders as well as the krt of the reservoir; however, based on the determination that this damage was likely due to explant, it will not be considered a probable cause for this event because it is a secondary failure. Visual, leak and functional testing of the pump were completed; the pump performed within specification. Product analysis was unable to confirm the reported events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.